Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm displayed an urgent low alert (below 40 mg/dl = low), while the bgm reading was 400 mg/dl. At that point, the patient stated that her followers, upon seeing the ¿low¿ reading, immediately called an ambulance. She was subsequently transported to the emergency room. The patient reported having no memory of the incident, aside from being rushed to the hospital. No symptoms were reported. She mentioned that she could not recall all the details or the exact date of her hospitalization. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.